Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with 80% stenosis, moderate calcification and moderate tortuosity. Pre-dilatation was performed using a 1.5x12mm balloon. The 2.75x15mm xence prime stent delivery system (sds) was implanted followed by post dilatation per standard pprocedure using a 3.0x12mm non-compliant (nc) balloon. However, a distal edge dissection was observed and a 2.75x38mm xience prime stent was used to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.